Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the operating theatre when attempting to gain access to the pt's radial artery, the user pulled back the needle in attempt to acquire flashback. He tried to remove the swg, however, it was "sticking". When it was completely removed, the clinician noted that the swg had kinked. The same issue occurred a total of three times on this pt. See also mdrs # 9680794-2013-00059 and 9680794-2013-00061. A delay was reported, however, there was no reported death or complications to the pt as a result of this occurrence.